Event description:
Customer's family member reported that they called the paramedics because they found customer passed-out on the floor. Reviewed delivery totals with customer, the totals do not show that any excessive insulin was delivered. Instructed customer to monitor bg and clal help line with any further problems.